Event description:
On (B)(6) 2012, it was reported that a patient was in the hospital in (B)(6) and that a surgeon's office received a consult request on (B)(4) 2012. The patient was seen on (B)(6) 2012 and informed the surgeon that the device was not working for her and was ''zapping'' her uncontrollably. The patient's last known neurologist had reportedly not seen the patient in a year. Surgery is likely but has not occurred.

Event description:
On (B)(6) 2012, it was reported that the patient was explanted on (B)(6) 2012. No information was available regarding the adverse events previously reported. Attempts for product return were unsuccessful as the whereabouts of the device was unknown by the explanting facility.